Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient went to an emergency room (ER) on (B)(6) 2025. Blood glucose level was 440 mg/dl at the time of the event due to bent cannula event. Patient got treated with intravenous (IV) and fluids of saline and insulin and patient took glucagon injection itself. Patient was also found positive for moderate ketones level. Patient was released from the hospital on (B)(6) 2025. The duration of emergency stay was for 3.30 hours. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.